Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had no pain relief from spinal cord stimulator (scs) system since implant. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.